Manufacturer narrative:
It was noted that the device and additional medical information would not be provided for investigation due to hospital policy. Without further information, the reported event cannot be confirmed. Not available.

Manufacturer narrative:
An event regarding a seating/locking issue of the insert which was not identified at initial implantation involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection as part of the material analysis indicated that the posterior tabs on the insert did not engage the baseplate, allowing the baseplate ridge to deform the tabs and leave an imprint on their distal side. Backside material damage observed on the distal insert surface indicates that movement between the insert and baseplate, consistent with the reported event, may have occurred. No material or manufacturing defects were observed on the returned tibial insert features examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection, the posterior tabs on the insert did not engage the baseplate, allowing the baseplate ridge to deform the tabs and leave an imprint on their distal side. Backside material damage observed on the distal insert surface indicates that movement between the insert and baseplate occurred. It is most likely that the insert was incorrectly seated into the baseplate at the initial surgery, allowing subsequent relative movement between the insert and the baseplate and resulting in the observed damage. No material or manufacturing defects were observed on the returned tibial insert features examined.

Event description:
It was reported patient was revised on left knee because the tibial insert disengaged from the tibial baseplate. Doctor removed insert.

Event description:
It was reported patient was revised on left knee because the tibial insert disengaged from the tibial baseplate. Doctor removed insert.